Manufacturer narrative:
External insulation abrasion was noted at 48.7-49.0cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at the same location. External insulation abrasion was noted at 6.1-6.5cm from the connector pin, consistent with lead friction to the ICD can. The coil was visible. This is consistent with the observation from the field of noise.

Event description:
New information notes the lead was explanted.

Event description:
It was reported that noise was noted on the merlin.net transmission. Review of egms showed lead noise on both the svc to can and rv sense amp channels. Noise was not reproducible with isometrics, arm movements, or pocket manipulation. The lead will remain implanted and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.